Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery. A 3.0 x 15 mm trek was used for pre-dilatation. The balloon was inflated to 12 atmospheres for 15 seconds. When the trek was being removed from the anatomy there was resistance at the guiding catheter and the physician pulled hard and the distal quarter of the balloon separated. The separated portion was removed using a snare device. The procedure was successfully completed by implanting two unknown stents. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.